Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a balloon replacement procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the balloon ruptured after two days post-placement. The procedure was repeated with another device (manufacturer unknown). The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. A functional evaluation of the returned device revealed that the balloon had a large tear in it, rendering the device non-functional. It could not be determined conclusively how the balloon tore.